Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 44-49 mg/dl were recorded by continuous glucose monitor (cgm) from 9:55:59 am to 10:05:59 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:55:59 am. A tubing fill of size 11.2762 units was observed on (B)(6) 2020 at 8:36:48 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, user made a bolus request of 2.55 units at 6:38:35 am, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 48-49 mg/dl were recorded by continuous glucose monitor (cgm) from 5:30:59 pm to 5:35:59 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 5:25:59 pm. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2020 at 11:21:58 am. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. The pump recorded this data when it regained connection with the transmitter (5:35:59 pm), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened from 5:30:59 pm to 5:35:59 pm (yellow dots). A tubing fill of size 12.7312 units was observed on (B)(6) 2020 at 3:44:03 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020 at 3:35:04 pm, user entered in a bg of 148 mg/d. 0.42 units of insulin were recommended. User overridden the recommended bolus size (0.42 units) and made a manual bolus request of size 1 unit. Making bolus requests when overriding the recommended bolus size could lead to a low bg event. On (B)(6) 2020, at 3:35:04 pm, 3:36:21 pm, 3:37:29 pm, and 3:44:57 pm, user made bolus requests while still having insulin on board (iob) and overriding the recommended bolus size. Making bolus requests while still having iob and overriding the recommended bolus size could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.